Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the inner shaft markers. The stent was deformed with numerous raised struts visible on the 18th distal segment. The distal tip was inspected with no damage noted. An attempt to place a final sheath over the stent was made however this could not fully advance proximally. (B)(4).

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent in a lesion located in the mid lad, which exhibited 80% stenosis, little calcification and moderate tortuosity. The device was removed from packaging and inspected with no issues noted. The lesion was pre-dilated with a 2.0 x 20 mm balloon to 14 atms. Resistance was encountered when advancing the device but excessive force was not applied. It is reported that the stent deformed in vivo during positioning. Procedure was completed with a non-medtronic device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported for this event.